Event description:
Pt was wearing contact lenses on a 30-day continuous wear basis. The dr reports the pt came in for an unscheduled visit with a red eye. Diagnosis was iritis os. Th pt was treated, recovered, and resumed lens wear on a 30-day continuous wear basis. The dr indicated the event was not contact lens wear or extended lens wear related.